Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 730mg/dl and a high ketone level identified as dangerous by healthcare professional. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin as intended; however, this could not be confirmed as the customer declined to perform a system check with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.